Manufacturer narrative:
A medtronic representative reported that they have had several visits to discuss the relationship between registration technique and deep posterior accuracy with the reporting surgeon. After several instruments were identified as damaged and/or bent, many conversations regarding technique, a replacement emitter and axiem box - the issue seems to have subsided. The reporting surgeon was contacted by both medtronic reps at the site to discuss possible reasons for the alleged inaccuracies. It appears that a lateral shift in the head frame with the silicone strap was the main cause of the reported event. Alternative equipment and setup options were discussed with the surgeon. The surgeon is now paying closer attention to the slightest movement in the frame and will notify us of any recurrence. The rep has covered 3-4 subsequent surgeries and received no complaints.

Manufacturer narrative:
The amount of inaccuracy was between 2-5mm. The surgeon was using point merge registration technique when the alleged inaccuracy occurred and did not attempt any other methods of registration. The site and field representative do not think metal interference was a contributing factor. A medtronic representative checked out the system and was unable to replicate the alleged inaccuracy.

Manufacturer narrative:
Patient information was refused by the site. The initial report occurred on (B)(6) 2014 but was not reported to a medtronic representative until (B)(4) 2014. No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate. The site reported the patient registration was successful but later, during the procedure, the navigation was off by more than 2 millimeters. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.